Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the battery is depleting faster than expected, device replacement was recommended. A rise in shock impedance measurement values up to 160 ohms were also noted in the device memory. At this time, the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the battery is depleting faster than expected, device replacement was recommended. A rise in shock impedance measurement values up to 160 ohms were also noted in the device memory. At this time, the s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.